Event description:
It was reported that during a percutaneous coronary intervention (pci) stent damage occurred. The target lesion was located in the left circumflex artery (lcx). The lesion was predilated with an unknown balloon. A promus element 3x20 mm coronary stent system was advanced in the vessel but while trying to cross the lesion, the physician faced significant difficulty due to severe stenosis. When the stent delivery system (sds) was withdrawn, the physician noticed that the stent struts were partially "detouched" from the sds and extended outwards. The procedure was completed with another of the same device without patient complications. The patient's condition was reported as stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) stent damage occurred. The target lesion was located in the left circumflex artery (lcx). The lesion was predilated with an unknown balloon. A promus element 3x20 mm coronary stent system was advanced in the vessel but while trying to cross the lesion, the physician faced significant difficulty due to severe stenosis. When the stent delivery system (sds) was withdrawn, the physician noticed that the stent struts were partially "detouched" from the sds and extended outwards. The procedure was completed with another of the same device without patient complications. The patient's condition was reported as stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device identified proximal stent damage. Struts on the first three rows from the proximal edge were misaligned and some were raised. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. Kinks were also noted along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).